Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00051. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using ruby coils and a px slim delivery microcatheter. During the procedure, the patient experienced a vasospasm with an unsure relationship to the ruby coils and slim microcatheter. The devices were removed from the patient and the spasm resolved itself within minutes. The physician was content with the results and ended the procedure.